Event description:
I have one box of premierpro plus gloves with holes in many of the gloves. Staff pulled 8-10 gloves off of the top, 4 of those had holes in the fingers. I pulled an additional four gloves out of the box, one glove had a hole in a finger.